Manufacturer narrative:
(B)(4). Evaluation of the returned device found that both cuffs successfully captured the needles during needle deployment. During the needle plunger retraction, the anterior cuff-to-needle tip detachment occurred as evidenced by the damaged anterior cuff tabs. This could appear very similar to the reported cuff miss. Cuff-to-needle tip detachment suggested that there was resistance encountered during the needle plunger retraction. During testing, a proxy plunger was inserted and retracted successfully without any observable resistance that could contribute to the cuff-to-needle tip detachment. The suture could be removed from the device without resistance. There was no damage to the suture to indicate that it was dragged during the suture retrieval process which could result in cuff-to-needle tip detachment. Based on the investigation findings, the root cause for the anterior cuff-to-needle tip detachment could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method - use in the pre-close procedure. The proglide is being reported under a separate medwatch report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted pre-closure placement of the proglide sutures in a mildly calcified common femoral artery prior to an endograft interventional procedure. Reportedly, a cuff miss was experienced with two devices used during pre-close. The angle was adjusted slightly and two other proglide devices were used successfully during pre-close. There were no reported adverse patient effects. Though requested, no additional information was provided.